Event description:
The airway tube broke into three pieces when the mask was being inserted into a pt. There was no injury to the pt, and the physician intubated the pt with an endotracheal tube after all the pieces of the lma were removed. An MDR is being filed even though there have been no reports of pt injury associated wtih failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. A follow-up MDR will be filed after the mask has been returned and examined.